Event description:
It was reported that the "lua fistula was cannulated with the needle from medcomp micro kit, wire attempted to advance, not able to advance, wire coiled at tip of needle, wire removed, tip visually bent. Needle adjusted, wire inserted smoothly, needle removed. Dilator advanced over wire. Upon removal of wire, the wire fractured. Fluoro revealed that a 2cm segment of wire was lodged partially in the fistula and surrounding tissue." The patient was admitted to the hospital for surgical removal.

Manufacturer narrative:
Method: record review. Results: a review of the manufacturing records indicated all device specifications and quality requirements were satisfied. We are unable to determine the cause or factors which may have contributed to this event.